Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt felt chest contractions, or some twitching. The physician disconnected the lead and placed port plugs in the ipg to determine if the issue was related to the device. It was reported the issue had not recurred. The pt was working closely with his physician for the next course of action.